Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was for 3 vertebrae on levels l3 ¿ l5. Plan was done by surgeon before case and attention was paid to axial angles and skive potentials. Clamp mount was chosen based on patient indication and surgeon preference. Auto, semi-auto, and manual segmentation failed multiple times. Representative recommended taking a new oblique image due to clarity. A better image was taken but still could not get clear endplates at l4 and l5. Different images were accepted, and auto-segmentation went through complex and validated with great values at l3 and l4 but with values greater than 1.3 at l5. Surgeon decided to proceed with l3 and l4 and free hand l5 screws. Trajectories were sent and wires were placed. Trajectories were confirmed with images. L4 right screw was more lateral than the surgeon would prefer. Surgeon continued free handing l5 screws and was happy with end result. Surgeon understood that with the high bmi of the patient images and registration would be difficult. No patient harm was reported.